Manufacturer narrative:
H10: through follow up communications, livanova learned that the patient continued to be on antibiotics and will have future revision surgery.

Event description:
See initial report.

Manufacturer narrative:
Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Livanova (B)(4) initiated an investigation. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Corrective actions are in progress for this issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a medwatch report ((B)(4)) that a (B)(6) year old male patient had heart valve replacement surgery on (B)(6) 2015. On (B)(6) 2019, patient was admitted with a diagnosis of mycobacterium avium intracellulare complex. On (B)(6) 2019, the diagnosis was changed to mycobacterium chimaera after a specialized laboratory was able to further differentiate this mycobacterium species. The named suspected medical device is a heater-cooler system 3t. Within the report it is stated that multiple biopsies on (B)(6) 2019 were performed.